Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a (B)(6), with generalized weakness and fever, post admission to hospital for five days treatment of a urinary tract infection (uti). The implantable pulse generator (ipg) system was explanted. The ipg system was replaced by a leadless pacemaker. No further patient complications have been reported as a result of this event.